Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: a test battery cap was able to fully tighten to the battery compartment. There was a battery compartment crack observed below the grip pad. The pump's black box showed a rapid voltage drop on 11/17/2014 at 17:23. The rapid drop enabled to reach the "replace battery alarm" threshold prior to updating thus no low battery warning was received. The pump's current draws were within specifications. No "battery life" issues were duplicated during the investigation. There was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.